Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received high voltage therapy. The cardiac resynchronization therapy defibrillator (crt-d) classified the rhythm as ventricular tachycardia (vt) but it was suspected to be supra ventricular tachycardia (svt). It was also reported that the right atrial (ra) lead exhibited undersensing. Additional information obtained via follow-up indicated that the patient, during the clinic visit the following day, was noted to be in atrial fibrillation (af). The ra sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.